Event description:
Grid switch unavailable error and x ray not possible it has been reported to philips that x-rays were unable to be used. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system and confirmed that x ray was not possible, it happened on the second attempt while trying to deliver the x-ray and showed grid error message. Fse went onsite and found the grid leakage. Fse performed the log file analysis and confirmed that grid switch was unavailable and x ray was not possible. To resolve the issue, the fse cleaned the ht candles, receptacles and performed generator adjustment calibrations. After performing the calibrations, the system was returned to use in good working order. The codes were updated based on the investigation outcome.